Manufacturer narrative:
The device investigation/repair is currently in process. A follow up report will be submitted once the investigation is complete. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
It was reported that a speaker malfunction inop error message occurred and the speaker emits no sound. The device was not in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that speaker was faulty and needed to be replaced. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer.